Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: 12/20/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Dob and weight added. (Unknown pinnacle hip changed to metal liner and femoral head added.) The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege that after the surgery, friction and war between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patients blood and tissue and bone surrounding the implant. As a result the patient has experienced severe pain and discomfort and inflammation in his right thigh and groin. Additionally the patient experienced a popping and snapping sensation in his hip-joint when walking or moving to and from a sitting position. Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.